Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose (bg) levels in the 400mg/dls, with unspecified ketones, polyuria, and polydypsia. Reporter also alleged the pump had an intermittent power issue. During troubleshooting, customer support found that the yellow oring was not visible at the battery cap, there was no damage to the battery cap or compartment, and the battery cap was fastened securely. This complaint is being reported as the patient experienced hyperglycemia and the power issue was not resolved.